Event description:
The vent started slamming the exhalation valve and alarming average for adult. Vt's were 30-51cc rr30-99. Circuit was changed. This happened 4 times. Baby was bagged on 100% fi02. Vent #3 was evaluated in the dept. On its original circuit & settings. The vent was evaluated over a period of 2 days during which it intermittently double cycled. The unit was cleaned & a complete recalibration function check was done. All tests were passed within acceptable limits, however, after the function check it was noted 3 times in a very short period, that the vent would alarm audibly with no visual indicator lights or displayed message seen. The vent was sent to bio med for preventative maintenance and further eval.